Manufacturer narrative:
It was initially reported that the device was available for return; however, it has not been received to date. As such, no device investigation can be performed. It was reported that the initial low positioning of the valve may have contributed to the reported event. Furthermore, the relative dimensions of the replacement device to the perceval suggest that mis-sizing may also have been a contributing factor. Based on the available information, it can reasonably be concluded that user error contributed to the reported event.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Event description:
A perceval pvs27 was deployed and inspected. Concomitant left atrial appendage clip was performed. It was noted that some annulus was showing at the level of the commissure. Upon discussion with the proctor, it was determined that this was okay. The aorta was closed and cross clamp was removed. Echocardiogram showed that the valve was positioned low but was not impinging on the anterior mitral leaflet, and there was no paravalvular leak. After a short time, echocardiogram revealed that the valve had migrated further into the lvot and impinged on the anterior mitral leaflet, and paravalvular leak was present. The surgeon elected to removed the perceval valve and sew in a stented edwards magna ease 25 mm valve. The initial cross clamp time was 53 minutes. There were no problems with the sutured valve implanted. No patient anatomical features were suspected to have contributed to the reported event. It was reported that the initial low positioning of the valve may have contributed to the event.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model # icv1211) perceval heart valve at the time of manufacture and release.